Manufacturer narrative:
Date of event is unknown at this time. Review of lot records/work orders, prior reports. No issues were noted. Use of device with aortic angulation of 90 degrees is off-label per indications for use. A request for more information was made to the reporter.

Event description:
On (B) (6) 2006 patient implant of a 28-16-120bl bifurcated device and a 28-28-75l proximal extension. The proximal extension landed 1cm low of renals and was placed in a severe angle. Due to the angulation, the stent graft slipped down. In (B) (6) 2010, the patient returned to the hospital symptomatic. A cook device (exact model unknown) was placed to resolve the proximal type I endoleak. The patient was recently admitted to the hospital for pain (unknown at this time if this is related to aaa procedure).